Event description:
It was reported that during a thyroid procedure, gummy sleeve was broken. Took new instrument to complete the case. No further information is available. There were no adverse consequences to the pt. One device returning.

Manufacturer narrative:
Tracking # 454468-0. Date sent: 06/12/2006. A1, 2, 3, 4; b3, 6, 7; d11: information was not provided by the affiliate. D4; h4, 6: information anticipated, but unavailable at this time.